Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation could not be performed as the lot number could not be determined from the ineligible etch. Visual inspection: the dhs/dcs coupling screw (p/n: 338.31 & lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the coupling screw is stuck inside the wrench. According to the technique guide the coupling screw(p/n: 338.31) is designed to only fits inside insertion wrench (p/n 338.302). The connecting screw got stuck inside the wrench as it was inserted into incorrect wrench(p/n 338.06). The complaint condition can be confirmed due to off label use of the instruments. The root cause of the complaint condition can be confirmed due to mishandling of instrument by the user. The laser itching of the lot code on connecting screw is faded and lot code cannot be confirmed. No other issues were identified with the returned device. Functional test: during functional test, the attempt to disassemble the connecting screw from the insertion wrench failed. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review due to ineligible etch of the lot code, the date of manufacture cannot be confirmed and only the current rev of drawings were reviewed: dhs/dcs coupling screw and shaft. Complaint confirmed? Yes, the coupling screw was jammed in the wrench. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the dhs/dcs coupling screw (p/n: 338.31 & lot #: unk). During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a valid lot number the device history records review could not be completed. Complainant device/part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, on an unknown procedure dr. (B)(6) was removing a dhs due to a fracture at the distal end of the dhs plate. When the scrub tech was attempting to put together the wrench and coupling screw to remove the dhs screw, the scrub ended up trying to put the wrong coupling screw in the wrench and jammed them together. The coupling screw has not been able to be removed from the wrench. Patient outcome is unknown. This (B)(4) captures the pre-op event in putting the wrong coupling screw in the wrench and (B)(4) captures the post of event removal of fractured dhs plate. This complaint involves one (1) device (coupling screw and wrench). This report is for (B)(4).